Event description:
Reporting patient has bilateral hip replacements, the right hip replaced 2 years after left. Right hip: ultrasound showed tissue problems in both hips. A CT scan detected psuedotumors in both hips approximately 4.5 years after right hip replacement. Serum cobalt level 641 nmol/l. Patient was advised revision surgery was required of both hips due to trunnionosis. Patient reported that an examination of explanted hip components show serious corrosion of stem taper and femoral head.

Manufacturer narrative:
An event regarding altr, disassociation and corrosion involving a metal head mated with an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of the nc and CAPA . The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Reporting patient has bilateral hip replacements, the right hip replaced 2 years after left. Right hip: ultrasound showed tissue problems in both hips. A CT scan detected pseudotumors in both hips approximately 4.5 years after right hip replacement. Serum cobalt level 641 nmol/l. Patient was advised revision surgery was required of both hips due to trunnionosis. Patient reported that an examination of explanted hip components show serious corrosion of stem taper and femoral head.